Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia.

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that the patient experienced an adverse event on (B)(6) 2016. Patient stated that 911 was called and when the ambulance arrived, he no longer needed medical assistance. Patient stated that the ambulance was able to assist him and was not taken to the hospital. Patient did not remember what the issue was other than he hit a low. Patient reported that his blood glucose was lower than 40mg/dl. Date of issue/intervention is an approximation as the patient could not recall the exact date. No additional event or patient information was provided.